Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Patient reported, right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on valve bond edge assessed as unidentified (tear). Additional, changed, and/or corrected data: d6a, d.9., h.3., h.6.

Event description:
Patient reported right side deflation. Healthcare professional reported right side deflation. Device explanted.